Event description:
The device was used during a low anterior resection. Reportedly, the anvil did not tilt and the instrument did not cut. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported no pt injury occured.